Event description:
A turnpike lp catheter was used during a patient procedure. After multiple attempts of advancing and torquing the turnpike lp, a distal segment of the turnpike lp separated. The separated tip of the turnpike lp catheter was not retrieved as the physician did not deem it clinically necessary to remove it.